Event description:
It was reported that the patient presented in the hospital experiencing shortness of breath. Noise was noted on the right ventricular lead; causing inappropriate inhibition of pacing. Noise could be reproduced with arm movement. The lead remained implanted and the patient would be monitored.

Event description:
New information reported stated that the asymptomatic patient presented for a follow up due to the ventricular noise issue. The patient did not have any complaints and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.